Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump implant in (B)(6) 2009. On (B)(6), 2009 the pt had ringing in ears, dizziness, and increasing pain at the base of the spine. On (B)(6) 2011, pt reported she had two episodes with excruciating pain and was going to have the device removed and had her physician turn it off. On (B)(6) 2011, the pt reported return of symptoms, especially pain that felt like "electrical current" or burning feeling. A (B)(4) test was performed and had no flow.